Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). The device has been returned to carefusion and is pending investigation at this time. Once the investigation is complete, a supplemental report will be submitted.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) touch screen stays blank. The customer stated there was no patient associated with this event.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. The component powered on and operated properly but the real time clock back up battery voltage was measured to be lower than expected.